Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.44mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was found to have a broken carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.07 x 0.06 in size. The mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the broken insert. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of carbide insert damage on the instrument grip tips are attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the large needle driver instrument had a broken tip. The procedure was completed with no reported injury.